Event description:
Central descemet's detachment (dd) occurred during canaloplasty to treat mild primary open angle glaucoma. The dd started inferotemporal and went to the centre. A small amount of heme was present under the dd but out of the central axis. Monocular patient with iol implant and istent inject. Subsequently the patients' vision dropped to 20/400. A repair of the dd was carried out on the same day and again on (B)(6) 2021 (10 days later) when laser peripheral iridotomy and injection of sfg (gas bubble) into anterior chamber was carried out.

Manufacturer narrative:
After being notified of this event nova eye's senior clinical trainer provided additional product use training to the surgeon and or staff. During this training it was made apparent that one or employee was not operating the viscoinjector (vi) component of the canaloplasty microcatheter kit itrack 250a per the in-service training. The operator had made full rotations of the vi knob instead of a 1/8 turns. Reporting of this event was delayed due to the initial assessment of the event as non-reportable. Upon retrospective review of complaint files, however, the assessment of this event as non-reportable was considered to be incorrect and the event subsequently reported.